Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump¿s vibration for alerts was lower than expected. Due to customer not feeling the vibrations customer's blood glucose (bg) level lowered to 45-50 mg/dl. Reportedly, the customer experienced ¿severe mental fog¿ and required assistance from spouse to consume carbohydrates to address the low bg. Reportedly, customer continued to use pump for insulin therapy.